Event description:
Shrink wrap fell off the tip 3262, long fenestrated. The shrink wrap came off while the handle was being pulled out of the trocar. Shrink wrap was found inside the trocar. No injury was involved.

Manufacturer narrative:
At this time, msi is awaiting the device back so an investigation can be conducted. Once an investigation occurs, a final report will be submitted with all findings.